Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that during training, two sensors came apart while trying to use the serter. The first sensor came apart while trying to insert with the serter. The second sensor came apart due to the customer not pressing both of the green buttons on the serter. The customer's blood glucose level was 109 mg/dl. The customer's sensors were replaced, however nothing was returned for analysis due to the customer throwing the sensors away.